Event description:
The following has been reported: nurse reported: when priming the tubing set with saline, more bubbles were noted within the tubing set. Upon inspection, noted saline leaking from the flow dial on the cassette during initial priming. Was there any injury/adverse reaction? No was medical intervention required? No. Did the issue stop an active infusion? No. Did the issue result in an over/under infusion? No, a preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The following has been reported: a duplicate has been found related to 3014732157-2025-00468. After the investigation completion, a new supplemental will be atttached into 3014732157-2025-00468.

Manufacturer narrative:
Duplicate related to 3014732157-2025-00468.